Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The redundant power tray assembly was analyzed, but the reported error 86 could not be reproduced, however the error was confirmed and verified via error logs and system logs. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they encountered non-recoverable error 86. The site attempted to power cycle the system and the fault returned. The tse had the customer hard power cycle the vision side cart (vsc) and the fault cleared. The customer called back during the procedure and reported that the system kept faulting. The tse reviewed the logs and found error 86 pointing to the vsc intuitive surgical core power distribution (ipd). Prior to contacting the tse, the customer power cycled and hard power cycled the system, and the error returned. The customer had power cycled one more time and the error went away. The tse informed the customer that more than likely the error would come back. The tse asked if they had another vsc available. The customer called back after the procedure was completed and reported that error 86 persisted, and the surgeon elected to convert to laparoscopic surgery. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The procedure conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the conversion and there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The redundant power tray assembly was analyzed, and failure analysis investigations could not reproduce the reported failure of error 86. However, the error could be confirmed as having occurred via the logs. This unit was installed and tested on a final test system, and the system started in normal mode with no errors and failure message. The unit passed all tests that were performed without any errors. However, the error logs showed there were many error 86 triggered intermittently.